Event description:
The reporter stated the surgeon inserted a cq2015a collamer aspheric three piece lens and the lens tore. The incision was enlarged to remove the lens and sutures were required close the incision.